Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: at approximately 2030, air was detected in the vasopressin line, leading to a drop in blood pressure to 76/49 (mean 59). This necessitated an increase in norepinephrine dosage by 0.02 mcg/kg/min. By 2255, the vasopressin line again showed air, with blood pressure falling to 72/49 (mean 58), resulting in an increase in norepinephrine requirements from 0.04 to 0.1 mcg/kg/min. The tubing was removed from the pump, and the sensor was flicked to address the issue. At 0115, air was noted in the norepinephrine line, which took five minutes to resolve, during which a secondary infusion was utilized. The syringe method proved ineffective as air did not enter the syringe despite following proper technique. Air was removed by detaching the line from the pump and flicking through the sensor. It was noted that the clamp above the pump had not been unclipped, and there was no 'upstream occlusion' alarm triggered. The tubing had collapsed, causing the air in line alarm to activate. The tubing was then removed from the pump and fully re-primed. This situation is noteworthy because the 'upstream occlusion' alarm would activate whenever the writer touched the medication bag.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.